Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device emitted tones. A request was made to have data from this device analyzed. Data analysis showed that the battery voltage was dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Device replacement was recommended. To date, this ICD remains in service. No adverse patient effects were reported.